Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was not working properly and there was a problem with the blade. Another like device was used to complete the procedure with no adverse patient consequences.